Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy for tumour resection, the sonopet iq tip broke. It was also reported that there was a small delay while the part was retrieved and the were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a craniotomy for tumour resection, the sonopet iq tip broke. It was also reported that there was a small delay while the part was retrieved and the were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.